Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the physician was unable to get acceptable threshold and other parameters. The lead was not used. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information revealed that the capture threshold was high at implant.